Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. The rep reported that the health care professional (hcp) was doing ins replacement today. When the rep checked impedances they got c & 0 881 ohms, and c & 8 at 1412 ohms, all other electrodes are in the 20k -40k ohms range, the rep did change reference point to confirm. The tech services specialist (tss) suggested running stimulation but that did not change anything. Hcp has wiped the extension multiple times to make sure it's dry. Set screw is down with torque wrench and rep heard it click, the hcp also did slight tug to confirm the lead was in. The tss also suggested switching port to see if impedance follows, but hcp did not do it. The hcp asked about using another ins, which the tss said that it was his judgement, however it was more cost effective to test with the external neurostimulator (ens). Hcp decided to close and use x-ray to check connection, lead/extension. They discussed checking at extension site first, before going to lead/extension site, if x-ray didn't show anything. The rep did mention a month ago, when the patient got end of service (eos) status they did check impedance and one side showed high, but it cleared up with the clinician programmer. The tss was never able to get those numbers. Rep said issue showed up on right gpi, with several electrodes that showed "investigate". Therapy impedance check a month ago was 1058 ohms therapy 3.396 ma, c & 9 210 pw 120hz on the right; left c & 2 210pw 120hz, 1030 ohms 4.365 ma. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedances wasn't determined or resolved. No further complications were anticipated.